Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen is black and it was alarming. Customer stated that a replacement battery cap has already been received. Stuck button troubleshooting was performed and confirmed that insulin pump has not been exposed to a change in altitude and the button was not pressed down for 3 minutes or longer. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic and motor assembly. Unable to verify button keypad unresponsive due to blank display. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.